Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information regarding the reported event. However, as of the date of this report, no additional information has been received. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument log cannot be conducted at this time as the event date, and instrument information remain unavailable. As of 27-oct-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the tip of a catheter fell inside a patient. However, the physician was able to retrieve the tip of the catheter during the same case. All fragments were retrieved, and no additional surgical/medical intervention was required. However, unintended fragment(s) falling into the patient may require surgical/medical intervention. At this time, it is unknown what caused the breakage to occur. The product is not implantable. There was insufficient product information available to determine the manufacture date.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the tip of the catheter fell inside the patient. The physician was able to retrieve the tip of the catheter during the same procedure. The intuitive surgical, inc. (Isi) clinical sales representative (csr) will check with the site to see if the catheter is available for return to isi for evaluation.